Manufacturer narrative:
The report from the field indicated the following: during a coronary stenting procedure, the product did not cross the target lesion. The catheter also kinked. The product was clinically used. There was no reported patient injury. Addendum: upon analysis, the stent was reported to have flared struts on both ends. Catalog history review: this is the second (2nd) report of this type received for this catalog number in the past six (6) months prior to this alert date (2004). A review of route sheets could not be performed for this product, as no sterile lot number was available. Visual analysis: catheter received intact, except for various bends and kinks observed throughout. Balloon appeared to have been partially inflated. No stent damage observed. No visible hub damage. Dried blood visible at distal tip. Microscopic analysis: stent appear flared on both ends and the balloon appear to have been partially inflated. Conclusion: there was several slight bends and kinks observed throughout the catheter; however, the exact cause for the product not crossing the target lesion could not be determined. Clinical impression: during a coronary stenting procedure the product did not cross the target lesion. No other information about the patient or procedure is available. The product was returned and on microscopic analysis was found to be flared on both ends. Given the information available it is not possible to determine what factors contributed to this event. This is the initial/final report for this product.

Event description:
The original report was for a cypher stent that was not reportable event-crossing difficulty. Upon analysis, the stent was found to have flared struts on both proximal and distal ends.